Manufacturer narrative:
(B)(4). The set has been rec'd but the failure investigation is pending. A f/u report will be submitted once the eval is complete.

Event description:
Customer reported an under infusion of docetaxol due to leak in tubing. At completion of the infusion, the nurse approached the pump and observed approx 50mls of fluid on the floor. The customer reported that when the nurse examined the tubing, it appeared that the leak may have been coming from a section just above the slide clamp causing a slow leak of the drug. The customer reported that the pt may not have rec'd all of the treatment; however, did not require further treatment and that there was no pt harm. The customer also stated that no further pt or event info is available.